Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor several times. The blood glucose reading was 336mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. The customer mentioned that the drive support cap appears normal. The caller stated that she performed the displacement test on her own and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted.